Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support to report observing fluid on the tray under the cartridge chemistry sample probe. In addition, the customer noticed drop forming on the bottom of the collar wash as it processed samples. No injury or exposure was reported.

Manufacturer narrative:
A bci field service engineer (fse) instructed the customer on replacing 3-way valve. Per fse, the instrument was operating to specifications following the repair that was performed by customer.